Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® edta 2k foreign matter was embedded in the bottom of 1 tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® edta 2k foreign matter was embedded in the bottom of 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-nov-2024. Investigation summary bd received 1 sample and evaluated 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.